Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were recorded by cgm on (B)(6) 2017. The user made bolus request without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping while not connected to a power source multiple times ((B)(6) 2017). Review of pump data showed the pump battery jumped from 35% to 70% in 4 minutes on (B)(6) 2017. On (B)(6) 2017 the pump battery jumped from 15% to 50% within 4 minutes. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the contact stated the customer experienced a low blood glucose (bg) level of 52 (mg/dl) on (B)(6) 2017. Contact stated the cause of the low bg level was unknown. Glucose gummies and a decreased temporary basal rate were used to address bg level. The following morning, the customer experienced an elevated bg level (493 mg/dl). Contact believes the high bg was due to the customer's body's natural reaction ("rebounding") from the pervious low bg event. A bolus and an increased temporary basal rate were used to address high bg. Reportedly, the customer's bg level had lowered to target level at the time of the call. A recommendation was made for the customer to discuss fluctuating bg levels with their healthcare provider.